Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, damaged battery cap coin slot and cracked case near display window corners during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cracked battery cap. Customer's blood glucose level was 400 mg/dl. Customer advised they were unable to remove the battery cap off of the insulin pump. Customer was advised to follow up with their healthcare provider in regards of how much insulin they needed. Customer was unable to troubleshoot the insulin pump due to the device not functioning. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.